Manufacturer narrative:
Lot number was not available at the time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the percutaneous pin starbust post that connects to the stealthair frame is spinning freely. There was a reported delay of less than one hour and no reported impact to patient outcome.